Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported outcome could not be conclusively determined through this evaluation. The account reported the patient expired on (B)(6) 2019. No product was returned for evaluation. The account indicated that no further information would be provided. (B)(4) was not returned as of 24sep2019. If the pump is returned, the complaint will be reopened and the device will be evaluated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: a correlation between the device and the reported outcome could not be conclusively determined through this evaluation. The evaluation of heartmate 3 lvas did not reveal any device-related issues. The device was returned assembled with the pump cable intact. The modular cable was also returned. The sealed outflow graft was returned secured to the pump cover outlet port with the outflow graft clip. The outflow graft bend relief was returned engaged to the outflow graft attachment. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, an examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the inflow cannula revealed a thin, brown and moldy, tissue-like deposition near the proximal portion of the textured surface. The deposition was well-adhered and did not appear large enough to obstruct flow. The mold appeared to have formed sometime after explant. No flow issues were reported against this patient. A root cause for the development of the deposition and its presence within the pump could not be conclusively determined through this evaluation. The lvad event and periodic log files retrieved from the returned device appeared to capture multiple low flows events on (B)(6) 2019 between 11:02pm and 11:26pm, however, a root cause could not be conclusively determined through this evaluation. Between 11:02pm and 11:26pm on (B)(6) 2019, multiple pump stops were captured that appeared consistent with the motor stop command being pressed. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Hm3 IFU: death is listed as an adverse event that may be associated with the use of the hm3 lvas. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019. The device will be returned for analysis. No additional information was provided.